Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular or transvalvular leak are a known potential complication associated with bioprosthetic heart valves and the tavr procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The device is not available for evaluation as it remains implanted in the patient. In this case, the exact cause for the alleged leaflet malfunction with central ai after post dilation of the valve cannot be confirmed; however, it appears to be related to procedural factors. Per the report, it was thought that the post dilation could have somehow damaged or trapped the leaflet in the right cusp area, causing the leaflet to not function properly and creating unacceptable ai. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventive actions are required.

Event description:
Per the edwards lifesciences clinical specialist report, a second sapien valve was implanted to resolve central aortic insufficiency (ai). During the transfemoral tavr procedure the first 23 mm sapien valve was placed 50/50 within the native aortic annulus without complication. Post tee revealed moderate perivalvular leak (pvl) and ai. It was assumed the central ai was due to the wire still being across the aortic valve, but the pvl looked to be the result of poor apposition of the stent within the native annulus. After some discussion it was determined that a post dilation of the sapien valve stent was the best option to reduce the moderate pvl. A 1/2 cc was added to the atrion syringe yielding a total of approximately 18 cc's for post dilation. A total of two post deployment inflations were done, as the first post dilation only yielded a slight improvement in the pvl. The tee after the second longer dilation (5 full seconds) revealed mild pvl, but moderate central ai. The amplatz wire was removed from the ventricle and further tee analysis was done revealing that the moderate central ai still existed in the area of the right cusp on the short axis view. The pigtail catheter was then used twice to cross the sapien valve and try to free up the malfunctioning leaflet. This technique failed to improve function and a 2nd 23 mm sapien valve was prepped for delivery. The 2nd 23mm sapien valve was deployed and placed 60/40 within the 1st valve. Post deployment tee revealed that the pvl was now trivial and the central ai was zero. An aortogram revealed an excellent result with zero pvl and zero ai. The right femoral artery was then successfully closed with 2 proglides, and the patient was transferred in stable condition to ICU for extubation. Neither valve appeared to have any defects upon inspection prior to prepping. Per report, it was thought that the post dilation could have somehow damaged or trapped the leaflet in the right cusp area, causing the leaflet to not function properly and creating unacceptable ai.